Manufacturer narrative:
During a software assessment at beckman coulter, it was found when the stat door of the aquios cl was opened and a sample was placed in the door, the sample information was entered and the sample door was closed and immediately opened. A new sample was placed in the door, the new sample information was entered, and the door was closed again. The instrument processed the new sample twice using both the correct sample ID and information and the sample ID and information of the first tube which was presented and immediately removed. Although the issue was discovered during internal verification testing, the event represents a potential for erroneous results due to sample mis-identification if it were to occur at a customer site. There have been no reports of this issue from customer sites to date (17-jan-2018). Internal bec identifier (B)(4).

Event description:
The submitter reported that the aquios cl processed the same sample with two different sample ids and sample information at the stat door (single tube door). There were no error messages/flags reported by the customer at the time of the event. Erroneous patient results were not generated. The problem was discovered internally at beckman coulter during verification testing for a new software version release. This event can occured in the currently released versions of the software (2.0, 2.0.1, 2.1).

Event description:
The submitter reported that the aquios cl processed the same sample with two different sample ids and sample information at the stat door (single tube door). There were no error messages/flags reported by the customer at the time of the event. Erroneous patient results were not generated. The problem was discovered internally at beckman coulter during verification testing for a new software version release. This event can occured in the currently released versions of the software (2.0, 2.0.1, 2.1).

Manufacturer narrative:
During a software assessment at beckman coulter, it was found when the stat door of the aquios cl was opened and a sample was placed in the door, the sample information was entered and the sample door was closed and immediately opened. A new sample was placed in the door, the new sample information was entered, and the door was closed again. The instrument processed the new sample twice using both the correct sample ID and information and the sample ID and information of the first tube which was presented and immediately removed. Although the issue was discovered during internal verification testing, the event represents a potential for erroneous results due to sample mis-identification if it were to occur at a customer site. There have been no reports of this issue from customer sites to date (17-jan-2018). Internal bec identifier (B)(4). Follow up 01: b4 - the date of awareness for the reportable event was 23-jan-2018, when the assessment of the data was completed and the occurence was confirmed.